Manufacturer narrative:
The complaint of a subcutaneous leak is confirmed. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter assembly. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using solutions recommended by the products IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, no manufacturing lot number info has been provided by the complainant.

Event description:
It was reported that medication (etoposide) was being administered through groshong tunnelled line with reported leakage. The pt was treated for an extravasation as the chemotherapy was coming down through the tunnel. Pt was fine the next day. A PICC was placed.